Event description:
The recipient is reportedly experiencing no sound. External equipment was exchanged and programming adjustments have been made; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.